Event description:
It was reported that patient presented to clinic after feeling vibratory notification. Long charge time was noted on the device. Physician explanted and replaced the device as reason for the issue could not be identified. Patient was stable.

Manufacturer narrative:
Additional information: final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.